Manufacturer narrative:
Date of event is estimated. The ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.